Manufacturer narrative:
At this time no conclusions can be made. The cause of the patient postoperative complications cannot be determined at this time. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. No details have been provided as to the nature of the patient's alleged injuries. Information is limited should additional information be provided a supplemental emdr will be submitted. Note: not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2007: the patient underwent surgery for implant of an unspecified bard/davol sepramesh composite ip. On (B)(6) 2007: the patient had unspecified injuries and underwent revision surgery. The patient is only making a claim for an adverse patient outcome against the sepramesh composite ip. The attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿

Manufacturer narrative:
At this time no conclusions can be made. The cause of the patient postoperative complications cannot be determined at this time. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. No details have been provided as to the nature of the patient's alleged injuries. Information is limited addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct date of event. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2007: the patient underwent surgery for implant of an unspecified bard/davol sepramesh composite ip. (B)(6) 2007: the patient had unspecified injuries and underwent revision surgery. The patient is only making a claim for an adverse patient outcome against the sepramesh composite ip. The attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ addendum per additional information provided: (B)(6) 2007 - patient was diagnosed with ventral incisional hernia thereby underwent laparoscopic repair with implant of sepramesh ip (device 1). Per op notes, "a sepramesh ip (device 1) was placed and sutured." (B)(6) 2007 - patient was diagnosed with mesh infection, erosion, abscess, ventral incisional hernia thereby underwent open repair with explant of sepramesh ip (device 1) and implant of biological mesh. Per op notes, "the mesh (device 1) was dissected and removed completely after lysis of multiple adhesions. A biological mesh was placed and sutured." (B)(6) 2012 - patient was diagnosed with recurrent incisional hernia thereby underwent laparoscopic converted to open repair with implant of composix l/p mesh (device 2). Per op notes, "adhesions were taken down and a composix l/p mesh (device 2) was placed and sutured."